Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight of the patient. The customer did not provide the access accutni+3 reagent lot number. Therefore, the expiration date and date of manufacture cannot be determined. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. The cause of the reported event was due to use error. The customer stated the sample was slightly hemolyzed and they noted a layer of intact red blood cells above the gel.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one (1) patient on their unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer stated the patient had an initial access accutni+3 result of ~0.5 ng/ml. The customer repeated the sample on the same unicel dxi 600 access immunoassay system and obtained a lower result, within the normal reference range of the assay. The customer stated the initial elevated access accutni+3 result was reported outside the laboratory. The customer stated the patient was referred to employee health, followed by a visit to the emergency department. The patient was transferred to an alternate facility for follow up. The customer did not provide information regarding additional change or impact to patient care or treatment. The customer stated access accutni+3 quality control (qc) was within the laboratory's established ranges prior to and after the reported event. Samples are collected in lithium heparin plasma tubes and centrifuged between 3200-3500 revolutions per minute (rpm) for ten (10) minutes. The customer stated the sample was slightly hemolyzed and they noted a layer of intact red blood cells above the gel.